Event description:
It was reported that (1) scw45 was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that the short (compact) scw45 was fired by the surgeon during procedure. The scrub tech stated the surgeon noticed that two staples on the distal end of the staple line did not form correctly. The surgeon stated the staples were left on the field. It is unknown how the case was completed. There was no consequence to pt.